Event description:
Reported blood glucose results of "176 mg/dl and 137 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to test the product. The serial number was not provided. The product was replaced.